Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged around the battery compartment. The device was not bumped nor dropped. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised the insulin pump will be replaced and customer agreed to return the product for analysis.